Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Devices not available.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal proximal extension. Approximately seven and a half (7.5) years post initial procedure, the patient presented with abdominal tenderness, an 8cm aneurysm and "ptfe fabric split of the proximal component" (classified as a type iiib endoleak). The physician elected to treat the patient by explanting the devices on (B)(6) 2021.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx type iiib endoleak of the proximal component, significant aneurysm enlargement (of 2.2cm) and surgical conversion (explant) are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is device-related due to the use of strata material. No procedure-related harms were identified. The final patient status was reported to be discharged to home on postoperative day six. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6 investigation type codes; remove 4117. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.